Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter (fg15150-0615-1s, lot number: 232430062) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline encountered resistance. The patient was undergoing surgery for a flow-diverting stent implantation for a posterior communicating segment aneurysm with femoral artery access vessel diameter of 7mm. It was noted the patient's vessel tortuosity was severe. It was reported that excessive resistance was encountered when delivering ped-500-18 to the distal end. The catheter was flushed and all devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a mino microport guidewire, navien 5f guide catheter, and jiushi shenkang sheath. Additional information received reported that the patient was undergoing surgery for treatment of an unruptured, saccular, aneurysm at the c6 posterior communicating segment with a max diameter of 12 mm and a 8 mm neck diameter. The landing zone arterial diameter was 8 mm distally and 12 mm proximally. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure was reported as after changing the treatment strategy, the aneurysm was basically not visualized. After adequate hydration, ped-500-18 was delivered into the phenom 27 microcatheter. During delivery of the flow-diverting stent, significant resistance was encountered in the distal end of the microcatheter, and the tip (distal) end of the stent could not open during deployment. The operator attempted several times to deploy a sufficiently long segment, advanced the guidewire, re-retrieved and redeployed the device; however, it still could not open. The device was resheathed and withdrawn from the body with the microcatheter. After removal, the tip end of the stent still could not fully open and the device could not continue to be used. To ensure patient safety and the smooth completion of the procedure, the treatment strategy was changed (stent-assisted coil embolization), and the procedure was completed successfully. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The catheter was flushed continuously with heparinized saline. The pipeline did not become stuck. There was no damage to the catheter or pushwire. The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed less than or equal to 2 times. Additional steps or other devices required to open the pipeline were reported as "attempted to deploy a sufficiently long segment, pushed the delivery rod, performed overall pullback, re-retrieved the device, and after several attempts it still could not be opened". Ancillary devices included jiushi shenkang sheath (lot number: s11251102), 5f navien intermediate catheter (pfx058-125-08 lot number: d012131), phenom 27 microcatheter (fg15150-0615-1s lot number: 232430062), minos microport guidewire (lot number: 2142603002).